Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was a crack in the battery compartment as well as moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the pump's black box showed battery alarms along with one unexplained pump reboot event on (B)(6) 2016. The pump intermittently powered with the returned battery cap. The battery cap was unable to fully tighten to the pump due to damaged threads. A test battery cap was used for all testing. There were battery compartment cracks observed from the thread area to the case seal and below the grip pad. The battery compartment threads were also damaged. There was evidence of moisture contamination inside the battery compartment and on the underside of battery cap. The pump case was cracked in the corner of the display area. A motor error was received on each "rewind" attempt. A leak test showed that there was a leak at a battery compartment crack. There was evidence of moisture contamination inside the pump.